Event description:
Procedure type: laparo oophorocystectomy. According to the reporter: while inserting the device, the tip of the blade broke. There was no report of pieces falling into the cavity or impacting the pt. No add'l bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt info available. No pt injury was reported.

Manufacturer narrative:
(B)(4).